Manufacturer narrative:
Unit received with intermittent frozen display, no button response, and a watchdog alarm/anomaly. Problem was isolated to the motherboard. Unable to perform the displacement and self-test due to frozen display. Unit received with cracked reservoir tube lip, minor scratched display window, and cracked case at display window corner.

Event description:
The customer's husband reported via phone call that the insulin pump made a squealing noise. They took the battery out for two hours as instructed but when setting the time/date the screen got stuck and did not respond. Customer's blood glucose level was 180 mg/dl. The new battery did not restore normal insulin pump function. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.